Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the accessory usage is not tracked in the system logs, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted component separation etep surgical procedure, surgeon passed off camera head connector and light guide cable to circulator to be plugged into camera control unit (ccu) and light source (respectively). Light guide connector was not yet connected to laparoscope when bedside turned on light source. Shortly thereafter (~5-10s), surgeon went to pick up light guide with adapter and noted that her finger hurt from the head on this component. Surgeon then commented that the drape had a burn mark. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that they typically pass off cables from the sterile field to the circulating nurse who plugs the cords into their respective receptacles. In this case, the endoscope immediately powered on and after a brief period the surgeon assembled the light guide and the rod lens. It was reported that the light guide got hotter much faster than they are used to. The pain experienced by the surgeon was temporary and resolved without any medical intervention.